Event description:
The account alleges that during use while attempting to access the right inferior pulmonary vein the provider spent a long time pushing and pulling the guidewire multiple times. They didn't find it, so they stopped the procedures, but after, there was a fall of blood pressure, and they found out that there was a cardiac tamponade. So, they started the pericardial draining.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.